Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard there was a "white grain like" foreign matter found on the catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR review was performed on the lot number 7118546. The lot number was built on afa line 7, from may 2, 2017 thru may 5, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. End user risk analysis was performed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: bd received one unused retracted iag 20ga unit in from the lot number 71185446. One sample unit was received for evaluation by our quality engineer team. Upon examination, small white flecks were observed near the needle cover. The flecks were loose and approximately .015 square millimeters. The small white flecks were determined to have been introduced during the manufacturing packaging process. Bd was unable to determine an absolute root cause. The most probable source was determined to be the adhesive from the paper top web. Cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.